Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by MFR: the sterling was returned for analysis, and investigation was completed on 29sep2025. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the core wire is not seated inside the hub. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found that the core wire is not seated inside the hub and is consistent with foreign material.

Event description:
Reportable based on device analysis completed on 29sep2025. It was reported that a user error occurred. A 6.0mmx40mmx135cm (4f) fg sterling mr balloon catheter was used for dilation. During retrieval of the device after percutaneous transluminal angioplasty (pta), it was noted that the stylet remained in the balloon lumen for the procedure. The procedure was completed without any problem. There were no patient complications as a result of this event. However, device analysis revealed that foreign matter occurred.